Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 40 and blood glucose was 114 mg/dl. Customer reported of receiving a sensor error alert. Troubleshooting was performed and customer reported of being pregnant and not wanting to wear product due to inaccuracies. Customer was advised to consult with healthcare professional.